Manufacturer narrative:
Zoll medical has not been received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed to charge 30j when mfc shorted. Complainant indicated that there was no patient involvement in the reported malfunction.